Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and heavy, abnormal bleeding (interpreted as genital bleeding). She underwent surgery to remove essure (hysterectomy) approximately 6 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy, abnormal bleeding") in a female patient who received essure (ess205) for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient started essure (ess205).on an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge") and migraine ("migraines"). The patient was treated with surgery (in (B)(6)-2013, surgery to remove the essure device, hysterectomy). In (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery"). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal discharge, migraine and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dyspareunia, vaginal discharge, migraine and procedural pain to be related to essure (ess205). The reporter commented: since having the removal surgery, symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2007: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and heavy, abnormal bleeding (interpreted as genital bleeding). She underwent surgery to remove essure (hysterectomy) approximately 6 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy, abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraines"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and headache ("headaches"). In (B)(6) 2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (in (B)(6) 2013, surgery to remove the essure device, hysterectomy, salpingectomy bilateral). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, vaginal discharge, migraine, procedural pain and headache outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: since having the removal surgery, symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: full occlusion of fallopian tubes . Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain with dyspareunia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and mr received, reporter¿s added, patient¿s demographic details were updated, events, abnormal bleeding (vaginal, menorrhagia), headaches, product stop date updated, events, abnormal genital bleeding, vaginal bleeding, menorrhagia has been recovered. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, pain") and genital haemorrhage ("heavy, abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse, dyspareunia"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraines") and headache ("headaches"). In (B)(6)2012, the patient experienced vaginal haemorrhage ("vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia, abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2013, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (in (B)(6)2013, surgery to remove the essure device, hysterectomy, salpingectomy bilateral). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage and menorrhagia had resolved, the vaginal discharge and migraine was resolving and the procedural pain and headache outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: since having the removal surgery, symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2007: full occlusion of fallopian tubes concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain with dyspareunia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: outcome for the events pelvic pain and dyspareunia updated to recovered / resolved and for events migraine and vaginal discharge updated to recovering / resolving. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.